Manufacturer narrative:
Additional, changed, and/or corrected data: d9 g1 h3 h6 . Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as surgical damage and observed opening on posterior side assessed as fold flaw opening. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed a right side deflation. Device has been explanted.